Event description:
Per the returned paperwork, the patient's device was explanted in 2008 due to skin flap necrosis. A skin flap revision surgery (date not reported) resulted in an infection around the scar tissue and extrusion of the device. Reimplant surgery is planned but had not been scheduled at the time of this report filed.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.